Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 105 mg/dl, 147 mg/dl, 176 mg/dl, 113 mg/dl, 211 mg/dl, and 262 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.